Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas. The submitted log files showed intermittent pump stops with corresponding low flow and low speed hazards. All of the captured events occurred while operating on the power module. An onsite driveline repair was performed on 19dec2018 by abbott personnel. The driveline was severed approximately 4" from the exit site and the distal portion was replaced with no issues. The approximately 19" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield approximately 2.5¿ from the pump housing. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient was discharged home on an ungrounded patient cable. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years 7 months 12 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2014. It was reported that the patient would get low flow alarms when they attached the mpu at bed time. Upon interrogation of the log files there were multiple pump stop alarms starting (B)(6) 2014. In addition the patient had a controller exchange prior to this event on (B)(6) 2012. A percutaneous lead repair was suggested by tech services and performed on (B)(6) 2019. No issues were noted after the patient was back on the grounded patient cable.

Manufacturer narrative:
Section d4: correction; the incorrect device serial number was previously reported under MFR#: 2916596-2018-05834.